Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 5ml ll sp125 contained foreign matter. Complaint via email. Item: 309646 quantity affected: 322ea serial/lot number: (B)(6), po : (B)(4). Are any samples available for return? Yes reported issue: finding black dots inside their bd syringes. Customer disposition request: replacement.